Event description:
Procedure type: bariatric procedure. According to the reporter: there was excessive vibration, unusual noise and inconsistency in the cut/coagulation. Another device was used to complete the case. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).